Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation of the complained device was performed in the servie repair shop melsungen, germany. The device history was read out and analyzed. During the investigation of the device history it was possible to detect, that an infusion therapy was performed at the reported date of occurrence. A syringe type ops 50ml was selected in the disposable menu. According the stored drive step position in the device history could be detected that the syringe was empty as the drive head caught the syringe plunger. The pump reacted to the empty syringe with a warning "syringe empty", which was accepted by pressing "ok" button. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No visible damages on the housing parts could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -+1,04% was within specification (+-2%) (according to en iso 60601-2-24). For an investigation of the inside, the device was disassembled. The was possible to detect a damage of the drive unit. A plastic part of the drive unit could be found inside the device. No other damages were detected. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification. The damaged drive was caused by an external force and the reason of the complaint are in no relation with the reported malfunction.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device is still in the investigation process. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: syringe filled with 40 ml dipi. Syringe empty too quickly. Within 2 hours